Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the alarm is not responding to the sensor belt. There was no pt injury reported. This complaint indicates that the alarm is the issue and no initial info provided that the belt was the complaint product. Inspection of the belt shows that the belt did not send a signal to a test alarm.